Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was over 600 mg/dl and the customer had been off the insulin pump for about 2 hours. The customer reported the loss of communication due to insulin pump's battery died. The customer declined further troubleshooting. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.